Manufacturer narrative:
A visual inspection was performed and confirmed the damaged ac power adaptor plug (receptacle one). The root cause is unknown and is being investigated under a corrective and preventive action (CAPA). Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4677 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that during initial inspection for check out, the freedom driver was found with a filter that had a brown substance on it and the ac power adapter plug (receptacle one) was pushed into the freedom driver making it non-functional.